Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. A review of in-house strip testing on the reported lot found that all results met accuracy criteria. The product performed as expected and no product deficiency was identified. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient initially called regarding the inratio system withdrawal notification. During the call, the customer mentioned the following report of false readings using the inratio system. In (B)(6) 2013, the patient had returned from an overseas traveling trip and the inr results received were ranging from 2.8-3.2. The patient's therapeutic range at the time was 1.8-2.5. One day while grocery shopping in v 2013, the patient began feeling numbness on one side of her body. By the time the patient returned home, the patient had no feeling in her foot and called an ambulance in the fear she was experiencing a stroke. The patient was taken to the emergency room and was hospitalized for a few days. The neurologist at the facility informed the patient that the inr reading at the hospital was low at 1.4. The patient was released from the hospital when her inr returned within her therapeutic range of 1.8-2.5. The patient was diagnosed with experiencing a transient ischemic attack (tia). The patient reported not using the inratio system "in years" and is currently using the roche coagucheck system for inr testing.